Event description:
An impella cp device placement was attempted via a right axillary/subclavian surgical arterial approach in a 66-year-old female patient for the indication of high-risk percutaneous coronary intervention, presenting in society for cardiovascular angiography and interventions (scai) stage a. The patient¿s past medical history was significant for coronary artery disease, diabetes mellitus, and dialysis dependence. Prior to this attempt, placement of an impella 5.5 device via the same 10mm graft had been aborted due to inability to advance the device across the anastomosis. At the request of the physician, an attempt was subsequently made to implant an impella cp device via the same graft. Access into the left ventricle was achieved using a pigtail catheter, and the guidewire was exchanged for a 0.018-inch wire. The impella cp pigtail inlet and cannula were successfully advanced across the anastomosis, achieving further progression compared to the prior impella 5.5 attempt. However, despite multiple attempts, the clinical team was unable to advance the outlet and motor housing across the anastomosis. Fluoroscopic imaging demonstrated obstruction at the same anastomotic location where the impella 5.5 device had previously failed to advance. After multiple unsuccessful attempts, the procedure was aborted and all wires and catheters were removed. The inability to advance the impella devices across the anastomosis is consistent with anatomical and access-related factors, including graft configuration or structural obstruction. No patient complications or device performance issues were reported in association with the attempted placements. The post-procedure outcome was not reported.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.